Manufacturer narrative:
Concomitant medical products: 638rl28 annuloplasty ring, implanted (B)(6) 2012; d224trk crt-d, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician nicked the insulation of the left ventricular (lv) lead during a generator change. Full testing of the lead was performed with no changes in electrical values observed. An anchor sleeve was placed over the area, was filled with medical adhesive, and was tied off with silk sutures. The lead remains in use. No patient complications have been reported as a result of this event.